Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient with an implanted pump. The patient was receiving baclofen 100mcg/ml via an implanted pump. Indication for use was noted as intractable spasticity and movement disorders. It was reported that the patient had a spinal headache that started on (B)(6) 2015. The patient had the spinal headache for 20 days and was bedridden for 15 of those days. The patient lost (B)(6) and had to go into the emergency room. Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the patient was weaned by the hcp and the pump was explant and sent information for pump "penish". No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID 8780 (B)(4) implanted: (B)(6)2015 explanted: product type catheter. (B)(4). The correct aware date of the reportability decision should have been (B)(4)2017. If information is provided in the future, a supplemental report will be issued.